Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported " biocell recall and rupture." This record is for the unknown-side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, "biocell recall and rupture". This record is for the unknown-side. Device remains implanted.